Manufacturer narrative:
Sc-1110-02, (sn: (B)(4)), device evaluation indicated that the complaint was confirmed. The device functionality test was performed to ensure the device integrity. No anomalies were found. Device exhibits normal characteristics.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively.